Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. The product history and batch records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. The manufacturer internal reference number is:(B)(4).

Event description:
An intraocular lens (iol) reply card was received from a customer stating that during an iol implant procedure, the lens was ill-formed and removed during the initial procedure. There was patient contact but no reported patient harm. Additional information has been requested.